Event description:
It was reported that this pacemaker exhibited noise and oversensing on the right ventricular (rv) lead, which resulted in pacing inhibition. The patient didn't experience asystole. In addition, the right atrial (ra) lead also exhibited noise. An x-ray was performed and no anomalies were noted. However, the physician suspected the leads were rubbing together. Subsequently, a revision procedure was performed. The pacemaker, ra lead, and rv lead were explanted and replaced. No additional adverse patient effects were reported.